Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure.according to the complainant, during the procedure, the bladder was perforated. A catheter was not required post-operatively. The procedure was described as successfully completed. During a follow-up visit on (B) (6)2008, pe and voiding are documented as both "normal".

Manufacturer narrative:
(B) (4)(B) (6)